Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad) to mid left anterior descending artery (lad). The 30mm x 3.50mm apex balloon catheter was advanced for pre-dilatation. During the first inflation, the apex balloon ruptured at 10atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.